Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log contained nothing related to the customer reported issue. Functional testing confirmed the reported issue as the dso sensor was out of spec. The device has not yet been repaired as the customer has yet to approve the purchase order. The dso seal will be replaced, and the dso sensor will be recalibrated.

Event description:
It was reported that the device was alarming "cannot start pump"- occlusion during routine preventive maintenance. Evaluation of the returned device revealed a cracked downstream occlusion (dso) seal and an out of calibration dso sensor.